Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with severely scratched lcd window.

Event description:
It was reported by a pharmacist, that the customer was hospitalized for diabetic ketoacidosis. Customer's blood glucose level at the time 300mg/dl. Customer was treated with insulin administered through i.v. Troubleshooting occured. It was reported that the insulin pump did not pass high pressure test. Advised insulin pump would be replaced. No additional information was provided.